Event description:
Customer reported via phone call that she attempted to change the reservoir and give herself insulin, however it did not deliver any insulin. Customer stated that the top arrow button does not work when pressing it a certain way. The call was then dropped and the customer was no longer on the line.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.